Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v671772, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient no longer had concerns with her device or therapy. No further information was provided.

Event description:
It was reported that the patient's device was causing her pain while she was having sex. The reporter indicated that the patient felt like her device had moved in the pocket. The patient 'felt like a shocking sensation' when she 'touched where the wire came out of the device.' The reporter stated that the patient inquired if this could 'cause her issues.' If additional information becomes available, a follow-up report will be sent.